Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-27 alarm was identified as an f-94 alarm during functional testing. The cause of the condition was determined to be depleted main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f27 alarm (malfunction in slide clamp detection circuit). This was identified before use. There was no patient involvement. No additional information is available.